Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy at the duct, a clip deploying through a side hole and jammed, inability of the jaws to close, and some clips being malformed. The surgeon was able to squeeze the handle, some clips loaded and fired properly, and some clips formed correctly. Another device was opened and used without incident to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were observed to be coplanar. The handle was observed in the neutral position. The clip counter was not active and a part of the jaw assembly was observed protruding from the shaft. The manufacturing assessment concluded the received product did not meet specifications since the condition of jaw assembly was slightly protruding from the shaft was confirmed. It was reported that a clip deploying through a side hole and jammed, inability of the jaws to close, and some clips being malformed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.